Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device history log indicated that the pump had an error. Functional testing included use testing. The pump was powered up and an error code message was displayed. The error code indicated an issue with the processor on the circuit board. The circuit board were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.